Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that sets leaked from the filter during patient use. It was further confirmed during follow-up, that there was no patient harm as a result of this event.

Event description:
It was reported that sets leaked from the filter during patient use. It was further confirmed during follow-up, that there was no patient harm as a result of this event. The event occurred in the nicu.

Manufacturer narrative:
The customer¿s report that set leaked from the filter was confirmed. Received from the customer was one used burette primary set; 10012283, lot number is unknown. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted light yellow liquid was observed within the micron filter and throughout the set above the filter. Sticky residue was also observed on the surface of the set¿s filter. No anomalies or evidence of damage were observed on the filters or the sets upon visual inspection. Functional testing resulted in the set not repriming due to an occlusion. Pressure testing confirmed small droplets leaking from the micron filter¿s air vent (termed ¿weeping out¿). The root cause of the leak was not identified.